Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: sep 30, 2021 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that one haptic was stuck to the optic body. The lens was cleaned, and the haptic became unstuck from the body as well. No cosmetic issues were identified. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown, information not provided. Implant date (2021 reports): if implanted, give date: unknown, information not provided. Explant date (2021 reports): if explanted, give date: unknown, information not provided. Explant date (2021 reports): note: the device was manufactured at the (B)(4) site which has been closed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was defective in the patient's eye. No further information was available.